Event description:
As reported, during bladder stone lithotripsy and stone removal procedure, the basket sheath of an ncircle tipless stone extractor separated from the handle. The device was tested prior to use and found to be functioning properly. Approximately five stones were successfully removed before the issue occurred. Another same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4. Investigation evaluation: description of event: as reported, during bladder stone lithotripsy and stone removal procedure, the basket sheath of an ncircle tipless stone extractor separated from the handle. The device was tested prior to use and found to be functioning properly. Approximately five stones were successfully removed before the issue occurred. Another same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, and a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned. Upon inspection the basket sheath has separated from the handle 1 mm from the mlla. There is 4cm of coil exposed. The coil is offset near the junction with the cannulated handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The IFU for was reviewed and includes the following supplied with the device was reviewed and includes the following: precautions do not use excessive force to manipulate this device. Damage to the device may occur. Instructions for use upon removal from package, inspect the product to ensure no damage has occurred. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.